Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed rate output issue on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: please correct this report. The same issue was previously reported as 2017865-2025-96044.